Manufacturer narrative:
Patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive ausab results generated on an architect i1000sr analyzer for multiple patients, which repeated negative. The following sids were provided: (B)(6) initial result = 32.4, (B)(6) initial result = 19.56, (B)(6) initial result = 35.76. There was no impact to patient management reported.

Manufacturer narrative:
Corrected information in h4 from previously submitted supplemental report.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and inhouse testing of retained reagent kit lot 31157fn00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket and trending review did not identify any trends for the complaint issue. Device history record review did not identify any non-conformances or deviations with the likely cause lot number. Clinical specificity testing was performed using an in-house retain kit of lot 31157fn00. All specifications were met indicating the lot is performing acceptably. The overall performance of the architect ausab reagents in the field was reviewed using data gathered from customers worldwide. The median patient result for lot 31157fn00 for nonreactive results falls within 1sd of the overall mean result, indicating that the reagent lot is performing acceptably on market. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency with the architect ausab reagent lot 31157fn00 was identified.

Manufacturer narrative:
Corrected information in section d9 device available for eval and h6 medical device problem code.